Event description:
A patient reported experiencing inaccurate erratic results with an otbe meter. The patient's blood glucose results were 153, 112, 104 mg/dl. Tests were done with 10 minutes with a difference of 24%. Patient did not experience any adverse events. No further information has been reported.